Event description:
A report was received that the patient was experiencing stimulation in his bladder and pain at the pocket site. The physician has recommended a lead and ipg revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-8216-70 serial#: (B)(4), model description: artisan 2x8 paddle lead (lim), 70 cm.

Manufacturer narrative:
Additional information received that the patient will not undergo a revision procedure. The physician does not think it is necessary as the patient is doing fine a review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing stimulation in his bladder and pain at the pocket site. The physician has recommended a lead and ipg revision.